Manufacturer narrative:
The issue was investigated in detail. The provided pictures showed a severely damaged system. According to the received information, the tube assembly was driven against a surgical lamp installed on the ceiling. Since the collision monitoring of the system cannot detect external movable objects, the system couldn't stop the movement. The operator must ensure that no movable/external objects (like the ceiling mounted surgical light) are in the travel range of the system during movement. This is described in the operator manual spl5-350.620.01.02.02 (chapter "safety" on page 22 and 23). According to the local service organization, they were able to straighten the guide support for the longitudinal tube movement and fix the linear guide with new screws. The system was readjusted completely, and a function test was performed. The system brought back to specifications.

Manufacturer narrative:
According to currently available information, it is assumed that the damage was caused by a collision of the system with an object. At this point in time there is no indication of any system malfunction. It is described in the operator manual that it is user's responsibility to ensure that no objects are in the way of the moving system. Investigation is ongoing. A supplemental report will submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens was informed about damages to the tube arm assembly of the uroskop omnia unit. The provided pictures confirm considerable damage to the system, however, do not indicate that any parts have fallen off. The tube arm is bent downwards. Screws holding the tube arm in place have broken away. The images provide indications that a collision occurred. Presently siemens is not aware of any patient involvement or injury attributed to this case. The reported event occurred in (B)(6).